Event description:
The physician was attempting to cross a tight lesion in the ostial lad with a 3.0 mm diameter x 15mm length endeavor resolute rx drug-eluting stent. The device could not cross the lesion and it was withdrawn. During withdrawal the stent dislodged and was trapped in the y-adaptor. The lesion was non-tortuous and severely calcified. The device was inspected prior to use with no issues noted. Pre-dilatation was performed. Resistance was noted when advancing the device to/across the target lesion. The pt was fine post procedure and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: severe calcification. Stent dislodged, failure to deliver device. Eval conclusions: severe calcification. Device eval: the stent was returned off the balloon. Crimp/bake impressions were evident along the balloon. The proximal pillow appeared to be slightly inflated. The distal tip was damaged. The stent was bunched at the end, stretched in the middle and flared at the other end. A clear liquid was present in the inflation lumen and the balloon. Blood residue was evident between the balloon folds and on the stent.